Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse from the hospital called and stated that the doctor would like the patient to run a temp basal increased by 5%. Assisted the caller with programming her basal settings. Attempted to contact the customer twice to see if she was in the hospital for any diabetes treatment, but no answer was received and left a voice message. No further information was provided.